Event description:
The novasure was opened and connected to the machine. The novasure handpiece was enabled and the vacuum light (red) was on and the machine was not making the usual sound it does during the procedure. The surgeon determined, after the handpiece shut off, that it was defective, and nothing was done during the procedure. The surgeon determined that another novasure handpiece should be opened and the procedure to be done again. There was no patient injury. The second novasure handpiece was opened and connected to the machine, and procedure was performed completely and successfully. Notes from the operative report: after the endometrial ablation was accomplished initially, we noticed that the device did not sound proper and there was a question of how it was performing. Subsequently, with a repeat hysteroscopy, it appeared to have a very superficial cautery of the endometrium and the entire half of the uterus was not cauterized. Therefore, the procedure was repeated so as to accomplish significant reduction of menorrhagia. This was an intraoperative decision and the device worked properly second time based on the way that it sounded. The cervical length was 5 cm. The uterine length was 10 cm and the cavity length thereby being 5 cm, the cavity width measured 4.2 cm. The initial cautery done at a power of 116 watts as well as the second one. The first cautery lasted 1 minute and 29 seconds, the second 1 minute and 25 seconds. Procedure details: novasure device was then placed into the endometrial cavity. It was opened to its full extent of 4.2 cm width and then underwent the cavity integrity test. The cavity integrity test passed and subsequently the cautery was begun. The device did not sound proper, but continued to work with the working as well, but did not have the usual sound. Subsequently, at the termination of the cautery, the device was removed and inspected and noted to be intact and normal-appearing. Repeat hysteroscopy revealed the stated findings of the one-half of the uterus was cauterized and it was poorly cauterized of that. The entire fundus was not cauterized. Therefore, at this time, a decision was made to proceed with repeat novasure cautery, although at some risk. The novasure device, a new device, was then subsequently placed and was opened to its full extent, the same readings were found as far as the width and subsequently the patient underwent a cavity integrity test once again, which passed and then underwent cautery again. After the device shut off, we subsequently inspected the second device and noted it to be intact. Hereafter, the patient underwent repeat hysteroscopy in a similar fashion, which revealed a very well and adequately cauterized endometrium. The patient was awakened from anesthesia, extubated, and brought to the recovery room in stable condition.